Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited normal function and this was reported in error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, no capture and the "p waves lined up with qrs." The lead was reprogrammed and later repositioned. It was also reported that the right ventricular (rv) lead exhibited non-capture. The lead remains in use. No patient complications have been reported as a result of this event.